Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that one insertion handle and one protection sleeve from field equipment were found to be broken. There was no procedure or patient involvement. This is regarding one insertion handle and one protection sleeve. This is report 1 of 2 for the same event,(B)(4).

Manufacturer narrative:
A product development evaluation was completed: the standard insertion handle was received with multiple hammer marks on the bottom side of the handle around the edge of the 120 degree antegrade insertion hole. The distal nose mating flange has multiple nicks and dents and the edge is rounded. One standard insertion handle (part# 03.010.045) was returned with a complaint category of broke. The standard insertion handle is part of titanium lateral entry femoral recon nailing- system and they are used in the insertion of the femoral nail-ex procedure. The returned standard insertion handle (lot# 1603732) was manufactured on january, 2007 and is 7 years old. The standard insertion handle was received with multiple hammer marks on the bottom side of the handle around the edge of the 120 degree antegrade insertion hole. The distal nose mating flange has multiple nicks and dents and the edge is rounded. Also, the etching on the handle is fading away. The protection sleeve is jammed into the 120 degree guide hole of the handle and cannot be removed. The balance of the instrument is in good condition. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing and there have since been two design changes to the drawing that did not affect the intended use of the device. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.